Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had undergone a presyncopal episode. The symptomatic patient presented to the ER because they were "unresponsive" and a family member took them there. Upon attempting to interrogate there was a message indicating "this device cannot be interrogated with the merlin pcs". The patient was connected to an external EKG and confirmed that the patients heart rate was low and there was no noted pacing occurring. The patient had not had a follow-up in over 3 years. The device battery had reached eol resulting in an inability to fully interrogate the device and a loss of pacing support.